Event description:
As reported via the edwards clinical specialist, after successful deployment of the edwards sapien valve, a perforation was noted in the left external iliac. After a left inguinal cut down and upon insertion of the 28f dilator, resistance was felt. The operator decided to use additional force and was able to properly dilate the artery. The procedural sheath was inserted and a 26mm sapien valve deployed without incidence. At the time of sheath removal, it was decided to extend the cut down towards the peritoneum to locate a possible perforation. Once the sheath was removed, a longitudinal perforation was noted at the level of the left external iliac. The torn portion of the artery was removed and an 8mm graft was sewn in place. Patient recovered well with minimal blood loss.

Manufacturer narrative:
The edwards retroflex sheath device was not returned for evaluation; however, there was no report of device malfunction. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 24fr sheath (used with a 26mm valve) is 8mm. In this case, the accessed femoral artery was adequate in size (greater than 8 mm), however, there was mild vessel calcification and tortuosity. Calcification may reduce lumen diameter and limit or prevent transfemoral passage of the valve. The IFU contraindicates the use of this device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, it appears that vessel characteristics may have contributed to the reported event. Additionally, the force required to insert the dilator could have contributed to the event. No further actions are required at this time.